Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in right coronary artery (rca). A 3.50 x 28 mm taxus express2 drug eluting stent became dislodged in the vessel. The stent was successfully removed with a snare. No pt complications were reported. The pt's condition was reported as `satisfactory/good'.